Manufacturer narrative:
The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was used with a dv5 system. Sealing test could not be performed due to cut integrated cord. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product, or other factors not directly related to the device. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". Per advanced log review, the instrument seems to have been used for 1.5 minutes. E-200 activation events for this procedure shows 1 coagulation and 255 seal events with no errors. No errors were found in other logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the vessel sealer extend (vse) instrument did not seal tissue well. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.